Event description:
It was reported that during clinic follow up, the atrial lead exhibited oversensing noise resulting in inappropriate mode switch. The atrial lead was capped on (B)(6) 2024 and replaced. The patient was stable throughout.